Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera image appeared upside down. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the endoscope involved with this complaint to perform failure analysis. An RMA was issued to the customer requesting to have the endoscope returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.